Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[they were being used in surgery how ever there were no further complications and surgery time was not prolonged. Broken instruments]" the product was not returned to depuy synthes, however photos were provided for review. It is not possible to identify the device 221750041, pinn straight cup impactor in the available photo evidence, the investigation could not draw any conclusions about the reported condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the device 221750041, pinn straight cup impactor would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that the instruments broke. They were being used in surgery however there were no further complications and surgery time was not prolonged.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date in 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.